Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered. There was oversensing noise, high impedance and no capture on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported there was a patient alert for high impedance on right atrial (ra) lead. Lead impedance trend showed there was increased impedance. The ra lead impedance alert was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 12 ventricular sensing integrity counts (sic); high rate-ns episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 400-500 ohm range. Impedances continue to be high and variable. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).